Manufacturer narrative:
(B)(4). Method: the subject device rd900aeu neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the rd900aeu neopuff infant resuscitator confirmed that the needle in the manometer was stuck at 30cmh2o. It was also observed that the manometer display was tilted to the left causing the needle to be stuck. Upon unscrewing the manometer and returning the display to its original position, the needle in the manometer shifted to 0cmh2o and performance testing was successfully completed. Conclusion: based on the inspection of the returned device, the information provided by the healthcare facility and our knowledge of the product, it is most likely that the display was shifted during transportation, which has resulted in the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in united kingdom reported that the manometer needle of a rd900aeu neopuff infant resuscitator was stuck at 30mbar upon opening the packaging. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported that the manometer needle of a rd900aeu neopuff infant resuscitator was stuck at 30mbar upon opening the packaging. There was no reported patient involvement.